Event description:
It was reported that during an unknown procedure, the healicoil knotless anchor snapped on turning the orange dial to advance the anchor, and the self-tapping pin snapped off and was left in the patient. The anchor was removed from the patient an x-ray was booked to check on the cuff repair to see if it has held and assess the self-tapping pin. Further details on patient follow-up were asked. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the anchor was not returned in any original packaging. Only the proximal anchor was returned. It is slightly twisted and missing several threads. Bio debris is present. A functional evaluation could not be performed due to only the anchor being returned for evaluation. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that the material composition of the self-tapping pin is not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact is possible micro-motion, migration and/or possible local irritation/discomfort. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force during insertion that can cause the failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, the healicoil knotless anchor snapped on turning the orange dial to advance the anchor, and the self-tapping pin snapped off and was left in the patient; the anchor was removed. It was booked the patient in for an x-ray in 6 weeks to check on the cuff repair to see if it has held and assess the self-tapping pin. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.